Event description:
Consumer reported in voice message finding during flow check 6-7 pen needles in this box not working. Dc. Lot # unknown - call back to consumer, he is not with the box. Asked consumer to call us back with info. Catalog# 320555. Date of event unknown. Sample status discard. Cs0069860/sf00018728

Manufacturer narrative:
7 pen needles affected. H3 other text : device not available.

Manufacturer narrative:
Correction to e1, country type, h6, investigation type, investigation conclusions investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.